Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was in the hospital for an infection. No further complications were reported as a result of this event.